Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that positioning difficulties were encountered during implant. Insulation damage from positioning attempts was noted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pacing lead was defective during the implant procedure. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the inner insulation of the lead became extrinsically distorted due to pulling / stretching/overstress. The proximal conductor of the lead became extrinsically distorted due to pulling/ stretching/overstress. The distal conductor of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in blood. The helix of the lead was extrinsically bent. The outer insulation of the lead became extrinsically distorted due to pulling/stretching/overstress. Visual analysis of the lead indicated the lead was stretched. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.